Event description:
Dexcom technical support received notice about a clinic staff who, at sensor session end, attempted to remove the sensor off of a clinical trial patient and that the sensor stayed inserted inside the skin. Clinic staff was able to pull sensor out with own fingers. Patient reports no adverse events.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.